Event description:
It was reported that the patient¿s paperwork indicated the pump was ¿not working¿. An MRI was to be performed; however, the reporter didn¿t know if it was related to the device/therapy. No further details were available. The device system was used to deliver ¿morphine, may be¿. It was later reported that the device system was used to deliver dilaudid and that no other medications were contained in the pump at the time of the event. The patient was reportedly having ¿no unusual symptoms ¿ pump was working¿. There was no relationship of the MRI to the patient's device or therapy and it was noted ¿erroneous complaint¿. There was no issue with the pump. The pump was analyzed after the MRI and it was noted ¿function was fine¿, on (B)(6) 2014. In terms of how the patient was now doing and if they were receiving effective therapy it was noted the patient was ¿doing fine¿. In terms of other information of importance it was then reported ¿possible infection pump and catheter fine¿. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# j10933r33, implanted: (B)(6) 2003, product type: catheter. (B)(4).